Event description:
The field service engineer reported broken doors 1 and 2 discovered during bio-med testing. The field service engineer reported that there were no reports of injury or medical intervention.